Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that when he applied the pod, he thought the needle inserted. His blood glucose reached 584mg/dl while wearing the device for between 4 and 24 hours. The patient realized that the pod did not deploy. The pink slide did not move forward and the cannula was not visible.

Manufacturer narrative:
The device was received not deployed. The pod did not run any pulses, and it was deactivated by the user. No damages or defects were found with the needle mechanism that would cause a failure to deploy as intended. Lot release records were reviewed and the product lot met all acceptance criteria.the product was returned with a different lot number than was noted on the initial MDR: lot number changed from blank to pd1c10221811, expiration date changed from blank to 4/22/2020, unique identifier (UDI) # changed from(B)(4) to (B)(4). Correction todevice manufacture date - device mfg date changed from blank to 10/22/2018.